Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4) describe event or problem - correction to statement "dexcom was made aware on 01/02/2016, that the display device read failed transmitter error on (B)(6) 2016." Describe event or problem - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
Dexcom was made aware on (B)(6) 2017, that the display device read failed transmitter error on (B)(6) 2017. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log confirmed the reported event of a transmitter failed error. The root cause was could not be determined.